Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer either would revert to an alternate method of insulin therapy or continue to use the pump.